Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they always ending up in the hospital because low blood glucose level. The customer¿s blood glucose level was 22 mg/dl at the time of incident. The customer¿s current blood glucose value was 266 mg/dl. The customer treated low blood glucose value with food and glucose tablets. Customer reports auto mode was on at the time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.